Event description:
The pt tested his blood glucose and it was hi. Pt took 12 units of humalog and about 1 hour later passed out. The paramedics arrived and tested blood glucose and it was 27 mg/dl. Pt was given a glucose IV.